Manufacturer narrative:
The returned product was visually inspected, and no abnormalities were found on the cannula. Inspection of the outflow cage revealed damage to the impeller. The pump was then run, and the failure mode was reproduced (2.8 l/min at p-9), the cannula was then detached; this confirmed the impeller damage, as the lower half of one the impeller blades had been broken off.

Event description:
The complainant reported a (B)(6) years old white male patient had impella cp optical pump inserted. The pump was returned and upon evaluation, the impeller blades had been broken off.